Manufacturer narrative:
(B)(4). The customer reported the device did not function as expected during sync cardioversion. The hospital biomed evaluated the device and no trouble was found. The customer would like the device to be evaluated by philips. There was no report of negative patient impact. This complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported the device did not function as expected during sync cardioversion.